Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 72 months ventricular oversensing was reported. The lead was partly removed on (B)(6) 2016 and returned to biotronik. The other fragment was left in the patient. No adverse patient side effects have been reported.